Event description:
It was reported that patient underwent a total shoulder procedure on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2013 due to disassociation. The taper was cleaned and reimplanted and the central screw was tightened. Patient was revised a second time on (B)(6) 2013 due to disassociation and loosening of the central screw. The glenosphere, central screw and the baseplate were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-02501 & 03099).

Manufacturer narrative:
This follow-up report is being filed to relay product evaluation, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, ¿disassociations of modular components have been reported. Failure to properly align and completely seat the components together can lead to disassociation." Examination of returned device found no evidence of product non-conformances. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-02501 & 03099).